Manufacturer narrative:
The device has been returned but the evaluation is not yet begun. Supplemental report(s) will be submitted when any relevant new information is available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels and the distal end indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel and auxiliary channel. Detergent is not used. During manual cleaning detergent used is anios clean excel d. Disinfectant is not used. Brushing is performed for the instrument/suction channel, suction cylinder, instrument channel port, and distal/areas around the elevator. Model number of the brush used is asept inmed ref 201790. Automatic endoscopy reprocessor (aer) device is cantel isa. Detergent used with it is intercept plus cantel and disinfectant used is rapicide pa medivator cantel. The device is stored vertically in a simple storage cabinet without drying feature. Maintenance of the device is not performed by olympus. The device is not sterilized.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold in all channels. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Per customer hygiene microbiological investigation (hmi) sampling taken, the microbial results obtained for all channels are as follows: sampling results of (B)(6) 2022: storage prior to sampling: in a hysis cabinet for 68 hours. Isolated microbes: enterobacter cloacae complex. Acinetobacter baumannii complex. Yeasts sent for identification in mycology conclusion: the device does not conform and must not be used until a compliant result is obtained. Sampling results of (B)(6) 2022: storage prior to sampling: no. Duration of storing: 6 hours 30 minutes. Isolated microbes: klebsiella pneumoniae. Extended-spectrum beta-lactamase-producing bacteria (esbl) negative. Enterobacter cloacae complex. Extended-spectrum beta-lactamase-producing bacteria (esbl) positive. Acinetobacter baumannii complex. Yeasts sent for identification in mycology. Conclusion: the device does not conform and must not be used until a compliant result is obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been evaluated. This supplemental report is being submitted to provide this information. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device had experienced a general wear and tear. There is water leakage from the control unit scope cover. The light guide cover lens is cracked and with a discoloration. The distal end rubber coating (a-rubber) adhesive is separated and discolored. Connecting tube and a wrinkle 10 mm from the adhesive. Universal cord has a wrinkle. Scope connector cover is corroded. Angulation is low and has play. Biopsy channel has wear and tear. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.